Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: received one speedband device with its connecting tube for analysis. A visual examination of the handle assembly found two cracks specifically in the handle shank. There was no other issue noted. A functional evaluation was performed by using the returned connecting tube and a spare lab syringe with water injected. A leak was noted specifically at the section of the handle found as cracked. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the handle was cracked due to handling and manipulation of the device during procedure. Once the handle is damaged, the functionality of the device will be directly affected and leaks can appear during its use, the cracks found allows the exit of liquid by different place than the one needed, and contributing to the reported issues. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation (evl) procedure performed on (B)(4) 2018. According to the complainant, during preparation, the irrigation hole was damaged and was leaking liquid. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Investigation results showed that the handle was broken; this is now an MDR reportable event.